Manufacturer narrative:
Device return: one used tego connector was returned for analysis and investigation. Although requested the involved dialysis mating/access devices were not returned. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked/failed the acceptance criteria. The tego connector was than disassembled to perform additional analysis of the internal componentry. The results recorded internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged components/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on during dialysis sessions, attending clinician removed/replaced tego connectors due to". Blood leaking under the membrane". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation results.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3286571 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: one used tego connector was returned for analysis and investigation. Although requested the involved dialysis mating/access devices were not returned. Engineering analysis: visual inspection (pre and post decontamination) of the as-received tego connector recorded no visual abnormalities. Engineering testing and evaluation is in progress.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged components/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on during dialysis sessions, attending clinician removed/replaced tego connectors due to ". Blood leaking under the membrane". There were no reported adverse patient consequences.